Event description:
It was reported that when removing the catheter from the vesicle in the brain, the balloon was missing. The surgeon tried to grasp balloon and tried to lavage the vesicle with saline, and feels very confident that it flushed out. This surgeon uses catheter on dilation of the vesicle in the brain of pts with hydrocephallus conditions. No pt permanent injury reported. Note: this is an off label use of the device and was not being used per co's instructions for use.